Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood/body fluid on outer tubing overlay.

Event description:
It was reported that during the implant attempt, the distal lobes deployed inside the delivery catheter at mid sternal area. It was difficult to undeploy and remove from patients anatomy. The catheter was not kinked, but still not a smooth positioning. The lead was not used. There were no patient complications reported as a result of this event.